Manufacturer narrative:
Product complaint #(b)(4 depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d11: additional concomitant device reported. H3, h4, h6: device history lot part: 03.010.523 lot: l788102 manufacturing site: bettlach release to warehouse date: 24.apr.2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: it was reported that on (B)(6) 2020, the surgeon performed a im nail to the left femur for a femoral shaft fracture. As he implanted the nail the driving cap broke off into the insertion handle. The breakage occurred on the last strike and the nail was fully inserted. No additional equipment was needed to complete the case. He was able to retrieve both pieces. No fragments generated. No surgical delay. The procedure successfully completed. No patient consequences. Concomitant device reported: unk - nail : (part# unknown; lot# unknown; quantity: 1) this complaint involves two (2) devices. Investigation flow: damage visual inspection: the driving cap/threaded (part #: 03.010.523, lot #: l788102) was received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken, and the broken fragment was stuck inside the received insertion handle (part #: 03.033.001, lot #: l479538). No other issues were observed with the returned device except normal wear. Device failure/defect was identified. Document/specification review: the drawing, reflecting the manufactured and current revision, was reviewed. Complaint was confirmed. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part #: 03.010.523, lot #: l788102). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings pie-1565883 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within. Further investigation will not be conducted in this complaint as it will be addressed. Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon performed an im nail to the left femur for a femoral shaft fracture. As he implanted the nail the driving cap broke off into the insertion handle. No fragments generated. No surgical delay. The procedure successfully completed. No patient consequences. Concomitant device reported: unk - nail : (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1) driving cap/threaded. This report is 1 of 1 for (B)(4).